Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the jaws was not able to close. No clip was able to load properly into the jaws at any point and the clip did not come out. There was no patient involved.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a fully formed clip with the jaws of the instrument. Functionally, the instrument handle was actuated, releasing the instrument jaws and freeing the one clip. The instrument cycled without binding. The driver was found to return, freeing the jaw cams upon full handle actuation. The handle returned to home position. The instrument was applied to test media and eight remaining clips were fired. The clips loaded into the jaws, formed properly, and remained securely attached to test media. The jaws opened and closed without difficulty. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that the clips did not load properly into the jaws as expected, and the jaws of the reload did not close at all. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Handle compression not being completed may occur when the handle is not fully squeezed completing the instruments firing cycle during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the instrument, squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and or leakage. Failure to squeeze the handles completely may prevent the jaws from opening. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.